Event description:
The facility is reporting that during a procedure, the tip of a micro quickanchor plus broke off whilst attempting insertion. This caused the remaining portion of the anchor to slip into another portion of the surgical field which caused some bleeding in the body. The surgeon stopped the bleeding and completed the case without further incident. This is all of the information that they would give. They could not articulate if the pt was harmed or not, or if the broken fragment was retrieved from the pt's body.